Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure the iol was explanted. Clinical reason for explantation as mentioned as wrong power. Additional information has been received that the lens was explanted one month following the initial procedure. There was no patient impact.

Manufacturer narrative:
Additional information provided in a.2., a.3.a, d.9., h.3., h.6. And h.11. The lens was returned wrapped in surgical gauzes. Solution was dried on the lens. The optic was cut into multiple pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 21.0 diopter, (1.5 extended depth of focus) lens was exchanged for a non-company 21.5 diopter lens. The exchange for a 0.5 higher diopter difference lens may suggest that the replacement lens was an improved choice for the patient vision needs. No additional information has been provided at this time. The file will be reopened and updated if additional information is received. The manufacturer internal reference number is: (B)(4).